Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2011-00913. The pt received an scs system including dual percutaneous leads from different lots on (B)(6) 2009 for right foot pain. It was reported that the pt was experiencing a burning sensation in her leg, thigh and buttocks. A diagnostic test revealed low impedance measurements for several lead contacts. An x-ray was also taken; however, no visual anomalies were observed. The pt is currently working closely with the physician to determine the next course of action in this matter.